Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part number:319.006; synthes lot number: 7024502; supplier lot number: n/a; release to warehouse date: august 30, 2012; expiration date: n/a; manufactured by synthes jennersville. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot #: 7024502) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the needle component was broken and the broken component was returned. Additionally scratches from field usage were observed on the device. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: dimensional analysis cannot be performed due to post-manufacturing damage. Document/specification review: the following documents were reviewed: current and manufactured revisions. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion the complaint condition was confirmed for the returned device as the tip of the needle was observed to be broken. No definitive root cause could be determined based on the provided information. The unintended forces might have contributed to the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, it was discovered by the sterile processing department that a depth gauge from the anterior clavicle set was broken. The needle had broken off. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).